Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been estimated as published date and dates of data collection were not provided article title: implantable ventricular assist device for pediatric patients: what factors affect the postoperative course? Author: ishido, mikiko. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the literature article "implantable ventricular assist device for pediatric patients: what factors affect the postoperative course?" That one pediatric patient had arrhythmia due to cannula contact after implant. Additionally, one patient required biventricular assist device support after implant, with right ventricular support withdrawn after 3 days.

Manufacturer narrative:
The reported event occurred on a patient that was not implanted with a heartmate (hm) device. There were no reported device issues associated with an abbott product. The manufacturer is closing the file on this event.